Event description:
It was reported that the patient with this ambicor penile prosthesis (app) experienced both urinary incontinence and urinary obstruction at the same time. In addition, the patient stated that the app was not working properly as it has lost its rigidity and was not inflating completely. A computed tomography was performed, during which air within the system was noted; which the physician suspects could be the cause of the urinary obstruction; therefore, a replacement surgery was requested. No additional patient complications were reported.

Event description:
It was reported that the patient with this ambicor penile prosthesis (app) experienced both urinary incontinence and urinary obstruction at the same time. In addition, the patient stated that the app was not working properly as it has lost its rigidity and was not inflating completely. A computed tomography was performed, during which air within the system was noted; which the physician suspects could be the cause of the urinary obstruction; therefore, the existing app was removed and replaced with a tactra malleable device. No additional patient complications were reported.